Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached due to clavicle-rib crush, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was a damaged guidetooth.

Event description:
It was reported the right atrial (ra) lead was damaged when the patient was moving a deep freezer in their garage. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.